Manufacturer narrative:
No device was returned from the user facility however photos provided confirmed the complaint. Examination of the provided photograph identified the castle nut separated from the guide body which would hinder the removal of the guide from the screw assembly. This is a dismantlable device this castle nut is designed to be removed so the slide arm can be taken off for cleaning if not properly reassembled separation can take place during use. The photographs do not provide a good enough look to determine if the castle nut is damaged or if merely not assembled properly so no root cause could be determined. Should the device be returned additional investigation will take place. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. Labeling review: "instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient." "Instrument failures or malfunctions which prevent intended use, resulting in decreased operational efficiency and general inconvenience." "The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury."

Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure from l4-l5. During the procedure when the guide attached to the l4 screw was attempting to be removed, the silver rotating portion of the device detached. The guide was removed by forcing it open by inserting an instrument from the facility into the slot of the guide and rotating it 90 degrees. There were no adverse patient consequences reported.